Manufacturer narrative:
(B)(4): the complainant indicated that the device was disposed of; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed

Event description:
It was reported to boston scientific corporation that a autotome sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the autotome rx sphincterotome was advanced down the endoscope and positioned at the papilla to perform a sphincterotomy. However, the cut wire sperated from the distal end of the catheter. The cut wire did not completely detach from the device as it remained affixed at the proximal end. The device was removed from the patient and the procedure was completed with another autotome sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.